Event description:
It was reported that the wig wag brake on the 9800 system would not hold. Also the power cord was damaged and the wheel lock would not hold. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wheel lock was adjusted. The power cord and the wig wag brake were replaced, during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4) 06/11/2009.